Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges patient hit a pothole and bent the left side walking beam.